Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was found with a particle. This was identified before use at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h10. H4: the lot was manufactured between november 26, 2020 to november 27, 2020. H10: the device was received for evaluation. Unaided eye visual inspection was performed and a white foreign matter was observed on the inside lower right side of the bag. Functional testing was not performed for this complaint. Additional magnification verified the loose white foreign matter approximately 0.10 inch in length on in the inside lower right side of the bag.the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.